Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 3.00mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, upon inflation at 8 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.